Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4: batch # unk. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: was a leak test performed? Yes, it was what type and what was the result? Bubble test, negative. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, it was how many days postoperative did the leak occur? 4 days. How was the leak identified? Enema tc. What was observed at the site of the leak upon reoperation? A small fibrin amount how was the leak addressed? Right side of circular stapler. Were there any issues experienced with the device in the initial surgical procedure? No, there were no issues. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? No post operative stenosis. What was the diagnosis procedure? Enema tc. Do they mean staple when stating titanium clip in the event description? Yes they do was a double stapling technique used? No it wasn't. Was used a triple stapling technique was the missing staple missing from the linear suture of the proximal stump or the circular suture of the lateral-terminal anastomosis? Was missing the circular suture of lateral terminal anastomosis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unknown procedure, on the third day, the surgeon, after additional surgery, is reporting that one titanium clip was found missing in one of the two intersection points between the linear suture of the proximal stump and the circular suture of the lateral-terminal anastomosis. The patient did experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did require revision surgery or hardware removal.